Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 24sep2019. The procedure performed was a left heart catheterization. A 5fr sheath was used. There was no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion, deployment, or withdrawal of the device.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide additional information in sections a and b5.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the doctor went to deploy the angio-seal device; however, after deployment, hemostasis was not obtained. The doctor had to hold manual pressure and use a femstop. The procedure was successful, and the patient's condition was reported to be fine.